Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D1: brand name unknown / not provided. D4: lot/serial # unknown / not provided. D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. G4: PMA/510(k) number unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
It was reported fracture of abutment screw at tooth site 46 on implant tsvwb10. Doctor removed implant with a trephine. Then doctor placed another implant but there was a lack of primary stability. No other implant was placed to finish the procedure.